Manufacturer narrative:
The MDR submitted with MFR report #: 2243072-2025-01391 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
It was reported that when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was a defective cap molding observed. After use, one cpt blood collection tube (lot: (B)(4)) customer found to have a large, chipped rubber stopper. It is assumed that the chip was there from the beginning.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was a defective cap molding observed. After use, one cpt blood collection tube (lot: 5069090) customer found to have a large, chipped rubber stopper. It is assumed that the chip was there from the beginning.